Event description:
It was reported that the device went to eos (end of service) and the device could no longer charge (charge circuit timeout or inactive). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the charge time out condition. Further testing revealed current leakage in an integrated circuit which was attributed to a damaged transistor gate. Other: it was reported that the device went to eos (end of service) and the device could no longer charge (charge circuit timeout or inactive). The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed mechanical tests performed visual examination component/subassembly failure. Transistor device was out of specification in a manner that relates to event, charge, failure to low battery.